Event description:
It was reported the patient had acute pain. The symptom occurred after an activity and giving a bolus with the personal therapy manager (ptm). Patient's symptom was over the pump location. The patient was home and in good status. On (B)(6) 2010, it was reported an error code 06160 or message appeared on ptm. It was later reported on (B)(6) 2010 that the company representative indicated a revision on the pump was done and that patient was having the same issues again. Company representative noted strange issues and strange codes on the ptm. On (B)(6) 2010, it was further reported the issue with the ptm had just been a low battery. The batteries were replaced and ptm was working normally. Company representative indicated that they thought there was an issue with the catheter connector so they did a revision last week, date was unknown. It was noted that this did not solve the problem. They went in and did a dye study today and found there to be a hole in the catheter. There was a 2nd revision scheduled for tomorrow where the entire catheter was going to be replaced. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).